Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working right and act button was not responding. Customer¿s blood glucose was unknown. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch.no button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.